Event description:
A surgeon reported that during a vitrectomy procedure the probe would not cut. The surgery was completed using a new probe with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).